Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that a malfunctioning pump was removed. No further information was known at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.